Event description:
Discordant, falsely low magnesium results were obtained on two patient samples on a dimension vista 1500 instrument. The discordant results were reported to the physician(s). The samples were repeated with sample cups on the same and an alternate instrument, resulting as expected. The correct results were reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely low magnesium results.

Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer site. After evaluation of the instrument and instrument data, the cse replaced a faulty probe 1 mixer. The cse re-aligned sample probes 1 and 2. Calibration and quality controls were run, resulting within range. The cause of the discordant, falsely low magnesium results is unknown, as the sample resulted as expected when run from a sample cup on the same instrument. The instrument is performing according to specifications. No further evaluation of the device is required.